Manufacturer narrative:
D10: device available for eval: yes d10: returned to manufacturer on: 05-sep-2023. Investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3065575 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3065575. Retention samples from batch 3065575 were not available for inspection. One photo was received for investigation. The photo shows the bottom of a plate from batch 3065575 (time stamp 1020) with growth. No return samples were received for investigation. This complaint can be confirmed. A contamination trend was identified. The trend investigation found opportunities for bioburden reduction in the manufacturing process.

Event description:
It was reported that while using the bd bbl¿ macconkey ii agar that there was contamination. The following information was provided by the initial reporter: customer reports gram negative organism contamination on 1 plate

Event description:
It was reported that while using the bd bbl¿ macconkey ii agar that there was contamination. The following information was provided by the initial reporter: customer reports gram negative organism contamination on 1 plate.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.